Event description:
During evaluation of a returned spectrum iq pump, the device turned on when the battery was not fully put in the correct position. When the battery was fully secure and latched on to the device, it turned off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device turned on when the battery was not fully put in the correct position. When the battery was fully secure and latched on to the device, it turned off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the rear case/ui. The rear case/ul label required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.